Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to a potential product issue. This complaint is within the scope of exception (issue) (B)(4) and exception (action) (B)(4); therefore, the issue and action are referenced. The exception investigation evaluated the reported issue, and the engineering group determined man with method as potential contributing factors. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of mitraclip on the back table, it was noted that there was a leak at the cavity of the handle. It was replaced with the new xtw and continued the procedure. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of mitraclip on the back table, it was noted that there was a leak at the cavity of the handle. It was replaced with the new xtw and continued the procedure. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.